Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the ipg was unable to communicate with the patient controller post an unrelated procedure. Troubleshooting was attempted to no avail. Surgical intervention may occur later to address the issue.

Event description:
Additional information received advised the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.